Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. Additionally, the customer observed that the device's lid would not close and a premature low-battery indicator was visible on the readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported failure to power on.  Physio determined that the cause of the reported issue was that the on/off lid latch had disconnected from the upper case mounting shaft.  This prevented the device from powering on (and therefore it would not charge or shock) or keeping the lid closed.   The reported low battery indicator was due to either previous device use or testing of the device which had set the installed charge pak to "patient use true" in the memory, requiring replacement of the charge pak assembly following use.  The resulting low battery indicator (charge pak icon) is normal device behavior.